Event description:
Patient underwent an acl repair in 2003 and the soft silk screw was implanted in the patient. Patient was hospitalized with an infection 15 days later. The patient underwent irrigation and was treated with antibiotics and released. The patient is presently being treated at home with antibiotics. O.r. Supervisor indicated that they determined the cause of the infection was improper post- operative care by the patient.